Event description:
A peritoneal dialysis pt reported that upon completion of treatment, he was removing the supplies from the cycler and when he opened the cassette door fluid was leaking from the cycler. There is no report of pt ill effect. The sample is available for eval.